Event description:
The user stated he received an erroneous bnp result for one patient sample in a 7ml yellow top tube. The original result was less than 5.0 pg per ml with a data flag. The user repeated the sample twice with results of 248.7 pg per ml and 249.1 pg per ml. The field service representative could not determine a cause. He took no corrective action and verified the analyzer operation by running performance tests and qc which were acceptable.

Event description:
The user stated he received an erroneous bnp result for one pt sample in a 7ml yellow top tube. The original result was less than 5.0 pg per ml with a data flag. The user repeated the sample twice with results of 248.7 pg per ml and 249.1 pg per ml. The user reported the result of 249.1 pg per ml. The field service rep could not determine a cause. He took no corrective action and verified the analyzer operation by running performance tests and qc which were acceptable.

Manufacturer narrative:
It was determined the customer used 13mm tubes without adapters, therefore a tilted tube might be one reason for the low result. A short centrifugation time of 5 minutes at 3500 rpm was another possible reason for the low result. The initial low result was not reported outside of the lab, therefore the patient was not affected.